Event description:
Infusor delivered an excessive amount of morphine. Infuser delivered almost 130 mg over a six hour period instead of 15.5 mg displayed on the infusor. Pt was successfully treated with narcan. Biomedical equipment technicians performed a series of tests to verify proper operation. Infusor operated as designed according to MFR specification.